Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, two exceptions (issues) are referenced. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the dilator was unable to be flushed. The guide wire was inserted but was unable to advance through the dilator. The tuohy was unscrewed and it was observed a chunk of plastic was obstructing the lumen. The physician tore off the chunk of plastic, but the tuohy was now unable to connect to the dilator. Therefore, the sgc was replaced. A new sgc was opened, but this device was also unable to flushed. The physician chose to replace it without investigating the issue. A new sgc was opened and used without issues. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.